Event description:
Complainant alleged that the medics responded to call for an infant in full cardiac arrest. Upon the medics arrival, the pt was found on the couch with parent performing CPR. The medic's initial pt assessment indicated that the pt was not breathing and did not have a pulse. The pt's "face was blue and had a mouthful of white liquid" and vomitus was noted in the pt's airway. The medics determined that the pt was cyanotic, and that pupils were fixed, dilated and non-reactive to light. The pt's parent stated that parent had fed the pt, and had then placed pt on stomach. In addition, the pt's parent reported that the "pt was down 10-15 minutes before the parent found them". The medics cleared the pt's airway several times during their attempts to intubate the pt, and oxygen was administered. The medics monitored the pt in lead 2, and determined that the pt was presenting a course ventricular fibrillation heart rhythm. The medics attempted to shock the pt using the device's pediatric paddles with the unit. The device was charged to 15 joules, but the screen displayed a "defib pad short message", and the unit failed to discharge the energy. The medic twice more attempted to defibrillate the pt, but the screen displayed the same message and failed to discharge the energy. Upon the arrival of the second ambulance on scene, the pt was transferred to this ambulance. In route to the hospital the pt's heart rhythm was monitored with this ambulance's unit. The device indicated that the pt was presenting a fine ventricular fibrillation heart rhythm, and two 15 joule shocks were administered to the pt. The pt subsequently expired.